Event description:
It was reported in a service report that there was an alleged patient fall. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The customer reported that bed exit failed to alarm while the patient was exiting the bed. A functional evaluation confirmed there was no malfunction of the device investigated in this complaint. A conversation with the nurse manager revealed that bed exit was not set at the time of the alleged event and the patient climbed over the siderails. No injury was reported. Stryker has not evaluated the bed yet, as it was occupied when the service technician made an attempt. Follow-up report will be issued as necessary based on investigation results.